Manufacturer narrative:
Image review: three static images and a mpxr questionnaire were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 83.1mm with a perimeter derived diameter of 26.5mm suggesting a 34mm evolut. The aortic valve appeared to be significantly calcified. A fluoroscopy valve load inspection was not provided; thus, it is not possible to validate a good load. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. The valve appeared to be infolded during the first deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. The infolded valve was recaptured and deployed in the sterile field and the infold was visible. In this case, since a fluoro valve load inspection was not provided, it is not possible to rule out that a misload could have contributed to the infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the devices were inspected prior to use. A pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's calcified anatomy. When the valve was attempted to be deployed, infolding was observed. The valve was recaptured and removed from the patient, and the valve and delivery catheter system (dcs) were discarded. New devices were successfully used for implant. The patient's calcified anatomy and the valve loader were potential contributing factors to the infold. A procedural delay of approximately 15 minutes occurred. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012076089); product type: 0195-heart valves product ID l-evolutfx-34 (lot: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.